Manufacturer narrative:
Qc was acceptable on the day of the event. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft4 ii assay results for 1 patient sample on a cobas e 801 analytical unit. The initial plasma tube ft4 result was 0.77 ng/dl. The repeat result was 0.93 ng/dl. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The analyzer serial number is (B)(4).

Manufacturer narrative:
It was found that the customer was using single-use calibrator material more than once and was also not cleaning the sipper flow path as outlined in the operator's manual. The root cause of the event was found to be the customer's improper product handling.